Manufacturer narrative:
Device not returned.

Event description:
It was reported that during preparation, the balloon catheter was ruptured. No patient involvement was reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. The information provided in the complaint indicated that no damage was noted to the packaging and anomalies were noted to the balloon catheter during initial inspection. While there are several potential causes for the reported issue, a review and analysis of available information failed to identify a definitive cause; therefore, undermined was assigned to the as reported issue of 'nv - balloon burst ruptured'. Expiration date - added. Manufacturing date - added.

Event description:
It was reported that during preparation, the balloon catheter was ruptured. No patient involvement was reported.